Event description:
During preventative maintenance by the company representative of a new iabp, it was observed that the iabp charges for a few minutes and the process stop. The console was installed in another cart and the problem was resolved. No patient was involved.

Manufacturer narrative:
The defective part was returned to maquet facility. Failure investigation was conducted. The failure was confirmed to be main power supply ((B)(4)). Failure analysis of main power supply determined that the capacitor of bias c18 ((B)(4)) was out of electrical specification. It was replaced by a new one and tested. The unit passed all tests. Root cause was concluded to be a random component (capacitor) failure. (B)(4).